Event description:
The customer called on (B)(6) 2012, to report that a patient receiving therapeutic plasma exchange (tpe) procedures on (B)(6) 2012, experienced an unusual reaction with each of those procedures. Immediately upon starting the procedure the patient developed severe anxiety and generalized "all over" itching. With the procedure on (B)(6) 2012, they paused and examined the patient. They found no evidence of hives or other symptoms of allergic reaction. The patient was given benadryl 50 mg, hydrocortisone 100 mg and ativan 2 mg and the procedure was continued and completed but the medications did not resolve the anxiety and itching. The anxiety and itching subsided shortly after completion of the procedure. On (B)(6) 2012, the patient was pre-medicated with the above medications, but again, as soon as the procedure was started, the patient developed the same symptoms. Each time there was no evidence of hives, respiratory distress or any other symptoms other than the anxiety and itching. The customer would not provide the patient identifier or age due to hipaa rules. This report is being filed due to medical intervention via IV medication.

Manufacturer narrative:
(B)(4). The customer called the support line on the morning of (B)(6) 2012, to see if we had any suggestions for this patient prior to beginning the procedure for that day. The possibility of allergy to either the acd-a or ethylene oxide (eto) was discussed. The terumo bct support specialist e-mailed to the customer references documenting eto reactions. The customer discussed this with the physician and they decided to perform a saline rinse prior to performing the procedure on (B)(6) 2012. The terumo bct support specialist contacted the customer following the procedure on (B)(6) 2012 and she reported that the patient tolerated the procedure well with no anxiety or itching. The terumo bct support specialist suggested that they consider allergy testing the patient to eto. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4) this report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the saline rinse prior to the procedure on (B)(6) appeared to have alleviated the adverse reactions experienced by the patient observed in previous procedures. This suggests that the patient may be having an allergy to the ethylene oxide residual in eto-sterilized disposable tubing sets manufactured by terumo bct. According to the therapeutic apheresis: a physician's handbook (second edition), the frequency of procedure-specific reactions related to plasma exchange with plasma replacement is 7.8%. Allergic reactions are usually associated with replacement regimens that include blood components, but they can also be caused by medications, hydroxyethyl starch, or sterilization of disposable tubing with ethylene oxide.